Event description:
The endotracheal tube was placed on 12/30/97. On 1/3/98, the ventilator low pressure alarm sounded and it was noted that the inflation line had detached from the endotracheal tube. The pt was reintubated and there was no injury.